Event description:
Patient has a history of spinal fusion. On (B)(6) 2023 the patient was implanted with a nalu peripheral nerve stimulator system to treat ongoing lower back pain. The patient received some pain relief from the nalu system however the neurosurgeon following the patient determined that additional structural support was needed and scheduled lumbar and sacral fusion. On (B)(6) 2024 the nalu system was explanted in order to prepare for the upcoming spinal surgery.

Manufacturer narrative:
There are no indications or allegations of system or device failure. The patient was receiving some relief from the system while it was implanted, however ongoing spinal issues required the system to be explanted in preparation for additional surgery.